Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the cartridge was leaking at the patient line. The customer loaded a new cartridge successfully. Additionally, the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. Customer's blood glucose ranged from 145-245 mg/dl.